Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the device was not returned it is likely the phenomena was caused by a scope communication error. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred eight times. Two times included patient involvement and the other six times occurred during preparation for use. The customer confirmed they do not perform many gi procedures, only about 20 a month. We provide this service for our inpatient only. We do not have an outpatient program. We only have one system for these procedures so when it is not working, we have no other alternative except to transfer patients to another facility. The customer reported that the errors occurred twice on may 10th and may 25th during patient procedures (diagnostic/therapeutic colonoscopy) and a 5-10 minute delay occurred while the users performed troubleshooting. Both procedures were successfully completed. The procedure did not need to be canceled/postponed and the condition of the patient was not impacted by the failure. The procedure was completed with the same device. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices connected to the subject device when the failure occurred. The customer was unable to confirm which errors occurred on which dates but stated errors were identified during patient use on may 10 and may 25. The other errors occurred prior to patient use on may 15, may 16, may 17, may 19, may 22 and may 24. This report concerns the event occurring on may 19. Medwatch for the event on may 10 submitted for patient identifier # (B)(6) . Medwatch for the event on may 15 submitted for patient identifier # (B)(6) . Medwatch for the event on may 16 submitted for patient identifier # (B)(6) . Medwatch for the event on may 17 submitted for patient identifier # (B)(6) . Medwatch for the event on may 19 submitted for patient identifier # (B)(6) (this report.). Medwatch for the event on may 22 submitted for patient identifier # (B)(6) . Medwatch for the event on may 24 submitted for patient identifier # (B)(6) . Medwatch for the event on may 25 submitted for patient identifier # (B)(6) .

Manufacturer narrative:
The device was not returned to olympus. Additional follow up attempts have been made to inquire about device return with no response. As a result, the alleged device is not expected to be returned for evaluation of the reported issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source gave scope communication error codes, b30 and e216. This occurred during preparation for use. There was no report of patient harm. This report is linked to the following patient identifiers: (B)(6).